Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level of over 600 mg/dl and high ketone levels. Prior to going to the ER, the customer administered a correction bolus. In the ER, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was discharged 3 hours later with the issue resolved and no permanent damage. Reportedly, the customer's continuous glucose monitor reading was not available, and the customer did not realize their bg was elevated. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.